Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the guide wire bent during insertion. Another device was used to finish the procedure.

Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly and the product lid stock for evaluation. The guide wire was returned within the advancer tube. The guide wire was observed to have one distinct kink towards the distal end of the body. The distal j-bend was slightly deformed but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The guide wire was kinked 74mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire was able to pass through the components but resistance was met while passing the kinked portion of the guide wire. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire assembly and no relevant manufacturing issues were identified. Other remarks: the instructions-for-use (IFU) provided with this kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked was confirmed through visual examination of the returned sample. The guide wire body was kinked 74mm from the distal tip. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges the guide wire bent during insertion. Another device was used to finish the procedure.